Event description:
A surgeon reports that one of his patients is experiencing visual disturbances following intraocular lens (iol) implant surgery. The patient notices glare, especially when driving. The visual problems began in 2001. However, the patient was not seen in the office until over six months later. Upon examination, the surgeon noted what he describes as "glistening flecks". He feels these may be contributing to the patient's symptoms. The surgeon is currently treating symptoms with medication. It is too early to determine if this treatment has been effective.